Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
Per tm - poor image quality. Unfortunately, the new ultrasound system still does not have a great image at and below 2cm, I brought in my demo probe to try it out and it did seem to make the image better. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was unconfirmed; the probe is giving a bright and normal image for the sr9.

Event description:
Per tm - poor image quality. Unfortunately the new ultrasound system still does not have a great image at and below 2cm, I brought in my demo probe to try it out and it did seem to make the image better. No other information was provided.